Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a significant hypoglycemic event, with a blood glucose value of 40 mg/dl. The patient initially stated that no alerts were received prior to reaching this level. Review of the alert history confirmed that multiple alerts had occurred indicating that blood glucose was dropping, including notifications for urgent low soon, glucose falling quickly, low glucose, and urgent low. Guidance was provided to download an application to improve alert audibility, which the patient was pleased to learn about and planned to use. The patient reported satisfaction with the device overall. It was noted that the low event occurred while the patient was connected to the device during a workout and that alerts were not addressed promptly due to not hearing them. Blood glucose returned to range, and the patient reported feeling well. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.